Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 70 mg/dl. Customer ate a candy bar and began to shake. Their spouse also gave customer glucose tablets. Emts were called and they treated customer with a glucose IV when they checked their glucose and the result was 35 mg/dl. Fifiteen minutes later their glucose rose to 200 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.